Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and mobile application, an unsupported software error. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-6102.

Manufacturer narrative:
The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). Customer reported getting unsupported device message in while using minimed app. However as per investigation the username provided is that of the care partner. Issue was not confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.